Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell, black particles in the shell and underweight. A visual and microscopic analysis was performed which identified: striated broken on anterior and missing shell. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. A striated broken on anterior assessed as surgical damage consist in the use of some surgical tool.. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side deflation device has been explanted.